Manufacturer narrative:
Concomitant medical products: 4473 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead was prophylactically capped and replaced. During a subsequent extraction procedure the patient experienced a pericardial effusion. Open heart surgery was performed to repair the effusion. The lead was extracted and a chronic rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.